Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following information was provided by the initial reporter: " it was reported that tubes are being overfilled. Also reported the consistency is not the same for each tube. Received a phone call from cx who works in the lab at dominican hospital. He is concerned that the tubes are being overfilled. The consistency is not the same for each tubing. The customer requested guidance on how much to fill these tubes. Customer was transferred to the medical support line after taking down details for product complaint."